Manufacturer narrative:
Patient city: (B)(6) patient country: united kingdom . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient experienced low blood glucose event on (B)(6) 2026. The patient was treated with orange juice and sugary tea. No further information available.